Event description:
It was reported that during a procedure a photo-selective vaporization to treat an enlarged prostate, the fiber broke due to having a split inside near the connector. As a result of this, the procedure was completed with a second fiber. There were no patient complications.